Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A complaint was received via email. It was reported the needle of the abbott diabetes care (adc) device remained in the customer's skin. No symptoms were reported. The customer self-treated by removing the needle from their arm. There was no report of death or permanent impairment associated with this event.